Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The initial report was unable to provide any identifying info (brand name, model/icc code, lot number) for the device involved. Reported to the FDA on (B)(6) 2015.

Event description:
It was reported the end user developed a red, weeping rash, extending from her left breast to the left of her groin and perineal area. She was seen at the clinic twice and, ultimately, diagnosed with a yeast infection. The end user was prescribed diflucan. The diflucan was discontinued after the pt had an unspecified reaction. The rash is improving but has not healed entirely.